Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an ongoing high blood glucose (bg) level of approximately 280 mg/dl. The cause of the high bg was unknown. Reportedly, the customer required assistance changing the infusion set and cartridge to address bg level. Recommendation was made to discuss diabetes management with a health care professional.